Event description:
The customer reported that pump serial number (B)(4) has system error 105 alarms. There was no pt injury reported. No further info was available.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has not been returned to baxter. If the device is returned to baxter for evaluation. A supplemental report will be submitted once the investigation is complete.